Event description:
It was reported that on (B) (6) 2010 one of the intensive care physicians notified that while trying to pass the catheter, there had been difficulty in repositioning, and necessitating catheter removal. During the removal process, the catheter broke down, but was completely removed by the doctor during the procedure not causing any major damage to the patient. According to the notifier, no part of the catheter was left in the patient, fully recovered. An arrow 8.5 fr introductor was used with the catheter. Attempted to pass another swan ganz with an arrow introducer, but it had twisted. According to the notifier this technique is usually employed in the passage of swan ganz catheters in ICU. Considering the two failures passage of a third catheter was not performed, the patient remained without the needed monitoring. Follow up indicated that the catheter had broke in two parts.

Manufacturer narrative:
The introducer was not returned. The catheter body was broken in half at the distal end of the thermal filament middle form area. The section distal of the break has been returned, no missing components. The thermal filament is loose on the catheter body and appears to be due to the catheter body being stretched. There no nicks or cuts observed in the catheter body around the break site. The thermistor wires was broken at the catheter body break site. A device history record review completed and documented that the device met all specifications upon distribution.